Manufacturer narrative:
The lot number provided by the user facility is not a us endoscopy lot number. As the user facility did not return the device for evaluation, we cannot determine if the cleaning brush subject of the reported event was manufactured by us endoscopy. The user facility did not respond to our multiple attempts to obtain information regarding the reported event. We are unable to confirm if the user facility followed the proper pre-cleaning, cleaning, re-processing, and storage methods recommended by the scope manufacturer. Additionally, we cannot determine if the scope was properly inspected before use in the patient procedure. Based on the limited information available to us endoscopy, it appears the user facility did not follow proper endoscope cleaning techniques. The gemini double ended channel brush instructions for use include the following information: "original equipment manufacturer's guidelines regarding the care and cleaning of individual endoscope channels must be reviewed prior to the use of any cleaning brush. Dispose of the cleaning brush after initial use. The mechanical attachment of the brush(es) to the plastic sheath cannot be guaranteed to be reliable or secure following initial use. If the channel(s) are known to be occluded or resistance is met in attempting to pass the brush through the endoscope, do not force the cleaning brush through the endoscope, as this may result in damage to the channel." Us endoscopy contacted the user facility to offer in-service training on the proper use and operation of the gemini double ended channel brush; the user facility has not responded.

Event description:
The user facility reported during an endoscopy procedure, the physician experienced difficulty with suction and flushing of the scope. The scope was replaced and the procedure was completed with no harm to the patient or user. A piece of a disposable cleaning brush from the previous cleaning process was retained in the endoscope.